Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event can be attributed to user error, improper handling as well as application of excessive force. In general, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the instructions for use (IFU), a suitable replacement device must be provided during an application. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for a telescope ¿ultra¿, 4 mm, 30°, with trocar tube connector, having the light guide tip broken. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light guide damage (tip breakage), and image failure due to deposits on the inside of the cover glass. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.